Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, prime, and displacement tests. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Occlusion test wasn't performed due to motor error alarms. Motor position encoder error alarm confirmed in history file. The device had cracked reservoir tube lip noted.

Event description:
Customer reported via phone call, the insulin pump was alarming motor error. His blood glucose was 180 mg/dl. Customer was just refilling it, replaced the battery and new reservoir. He was attempting to put it on during the fill cannula on and the device alarmed again. The drive support cap was reported normal. A motor position encoder error alarm was noted on the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.